Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported there are black spots on the display of the infusion device and it is unreadable. No physiological effects were reported. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.